Event description:
Event description a cpi sales rep reported that during pre-use testing of this ventak mini ii implantable cardioverter defibrillator (ICD), an error message indicated that a memory fault had occurred, and the ICD had reverted to one zone of therapy. The ICD was not used.